Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: bosch, c. H. V. D., bruggen, j. T. V. D., frakking, f. N., scheltinga, c. E. T. V., ven, c. P. V. D., grotel, m. V., wijnen, m. H. (2019). Incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study. Journal of pediatric surgery, 54(9), 1894¿1900. Doi: 10.1016/j.jpedsurg.2018.10.054. (B)(4).

Event description:
It was reported in an article from the journal of pediatric surgery titled " incidence, severity and outcome of central line related complications in pediatric oncology patients; a single center study " that the catheter was unable to be infused and aspirated in 37 patients and required device removal in 2 patients. Dislocation of the catheter-tip (detected by radiology) immediately after insertion and negative blood return after insertion was identified in 13 patients and required device removal in 11 patients. Catheter break/rupture was identified in 10 patients and required device removal in 3 patients. Catheter detachment was identified in 10 patients and required device removal in 1 patient. The status of the patients was not provided.